Manufacturer narrative:
A customer from the united states reported observation of an elevated dimension exl high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens reviewed the instrument data and the information provided by the customer. Temperature checks and contamination readings were within acceptable limits. Reagent and instrument related issues were ruled out based on quality control (qc) recovery within acceptable ranges and no issues were reported with other patient samples. Return of the patient sample for further investigation was not warranted because discordant result was not reproducible. Based on the available information, the cause of the discordant result was consistent with a hemolytic interference, as the initial sample was noted to be moderately hemolyzed. The redrawn sample showed no evidence of hemolysis and generated the expected result. The issue was resolved by routine troubleshooting; a product problem was not identified. Customer is operational and no further actions are required.

Event description:
The customer reports observation of an elevated dimension exl high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using lot fc6102. An initial elevated result was obtained for the patient in question. The initial elevated result was reported to the physician who questioned the result. The patient was redrawn after one hour, and the redrawn sample was retested on the same system, yielding a lower result. Both the initial and redrawn samples were subsequently retested on the original system and on an alternate system, producing lower results consistent with the redrawn sample result. The lower result was considered correct, and a corrected report was issued to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.